Event description:
This MDR is related to MDR 3013840437-2024-00075 referring to the same literature article. This case was linked to lssmv case number (B)(4), referring to the same literature article. The events reticulated livedoid skin pattern, hematoma, pain and swelling were considered as a symptom of vascular adverse event and were therefore not coded. This literature report described a case series of three vaes induced by non-ha fillers, for which ultrasound-guided hyaluronidase injections were incorporated into the treatment approach. This literature report from netherlands concerns a female patient. She was injected with a total of 0.2 ml of radiesse into the caudal part of the chin (off label use of device). The patient was injected with a bolus, using a needle. Three days after the radiesse injection, the patient experienced vascular adverse event (reported as vae). During the presentation, a reticulated livedoid skin pattern was visible on the left side of her chin, reaching cranially toward the lower lip and caudally into the neck. A hematoma was also present. The patient had pain at the level of the livedoid skin pattern but also along the left jawline, possibly because of the extensive swelling. On duplex ultrasound imaging, some hypervascular arterial blood flow of the left submental artery was visible. The subcutaneous tissue underneath the livedo skin pattern showed an absence of flow. Calcium hydroxylapatite filler was visible as a well-defined hyperechoic deposit with posterior acoustic shadowing. Under duplex ultrasound guidance, 150 units of hyaluronidase was injected, at the level of superficial musculoaponeurotic system (reported as smas), where the flow was diminished. After minutes, restoration of blood flow of the perforator and smaller arterioles in the subcutaneous layer was observed. Prednisolone (20 mg) and acetylsalicylic acid (500 mg daily) were given orally, for 5 days. The patient healed without scarring. Due to the provided information, the outcome of the event was considered as resolved. In the opinion of the authors, the generally accepted theory behind filler injection induced vascular adverse event was that intravascular injection of filler material led to a filler embolus blocking blood flow and led to tissue ischemia and necrosis. The introduction of handheld ultrasound devices used for ultrasound-guided hyaluronidase injections in vascular adverse event cases and recent insights into the anatomical organization of angiosomes and perforasomes opened the door to alternative hypotheses and a possible role for vasospams as a cause for ischemia and necrosis in filler vascular adverse event.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular adverse event (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported. Kadouch, j., schelke, l., groh, o., sokol, v., & velthuis, p. (2024). Intralesional hyaluronidase injection to relieve non-hyaluronic acid filler-induced vascular adverse events. International journal of dermatology, 1-4. Doi: 10.1111/ijd.17355.